Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 2500 ohms, triggering a lead safety switch. No capture at maximum outputs and noise on stored electrograms were also noted. All lead measurements were normal in unipolar programming and the patient has a good underlying rhythm, so the physician elected to keep the current programming. No significant pauses noted. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.